Event description:
It was reported that a home patient (hp) experienced a system error (se) 2240 alarm. This occurred during the initial drain cycle on a home choice (hc). The care giver stated that the patient did not have the clamp open on the patient line while priming the device. Also, the care giver had added an extension after priming the device. The technical services representative assisted the care giver in clearing the alarm. There was no adverse event associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The cause of the event was a user error, as the hp had left the clamp closed during priming and attached a non-primed line after priming. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. The guide provides step-by-step instructions for setting up the homechoice for therapy. The user guide also instructs the user to connect the patient line extension to the patient line prior to priming. A labeling review for the product family will be performed. Should additional relevant information become available, a supplemental report will be submitted.